Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not deploy. The pod was worn for less than 1 hour and no adverse patient impact was reported.

Manufacturer narrative:
The device was received not deployed. The download data shows that pulse width timeouts occurred during priming in addition to a failure to transition in the rotational sensor data indicating a drive stall occurred. The drive stall prevented the ratchet gear from rotating enough pulses to deploy the needle mechanism before the end of second prime. No damages or defects were found that would contribute to the drive stall. The exact cause of the drive stall and device not deploying could not be determined.